Manufacturer narrative:
Follow-up submitted with evaluation results which determined the scale reading was inaccurate due the scale not being properly zero/calibrated prior to use. Customer was informed on to how to zero/calibrate the bed properly and it was verified that the scale was performing within specifications.

Event description:
It was reported via repair work order that the scale reading was inaccurate due to the scale not being zero/calibrated properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale reading was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): repair status cancelled.